Event description:
A surgeon reported an unexpected postoperative refraction of -4.00. The surgeon anticipated a -0.5 postoperative refraction and feels the biometry measurments were correct. The lens was removed and replaced. The diopter of the replacement lens was requested, but has not been provided by the surgeon.

Event description:
Add'l info provided by the surgeon indicates the replacement iol was implanted in 2003. The replacement iol was the same model, but one diopter different.